Manufacturer narrative:
This patient is scheduled for a device replacement in the near future. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator. Also, the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the battery appeared to be depleting more quickly than expected. The patient has a scheduled follow up appointment in the near future, device changeout will be reviewed then. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator. Also, the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the battery appeared to be depleting more quickly than expected. The patient has a scheduled follow up appointment in the near future, device changeout will be reviewed then. No adverse patient effects were reported. Additional information was received confirming this ICD was explanted. This report has been updated.

Manufacturer narrative:
The code 3191 was used to capture the patient undergoing additional surgical intervention to explant the device. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.